Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 650 mg/dl. The customer was hospitalized and subsequently admitted to the intensive care unit. Bg was treated with intravenous fluids of insulin and saline. Treatment resolved the issue and there was no permanent damage. Multiple follow attempts were made by tandem customer technical support (cts) to acquire release date, however, no response was received.